Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00070; 385-11-508, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to instability.